Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare provider (hcp) via a device manufacture representative regarding a patient receiving gablofen (2000 mcg/ml at190 mcg/day, unknown lot number) via a pump. The pump indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's previous medical history was noted as severe spastic cerebral palsy. The hcp reported that x-rays revealed a catheter fracture at the spinous process. The patient had a return of spasticity with no withdrawal documented. A partial explant of the catheter occurred where the pump portion of the catheter remained in place with a new spinal portion implanted. The explanted portion of the catheter was not returned as the customer discarded. It was unknown if the issue was resolved at the time of this report and the patient was "alive - no injury." If additional information becomes available a follow-up report will be submitted.